Event description:
A male patient contacted lifecor customer support to report that one of his battery packs was completely dead. He stated that it would not charge in the battery charger. He stated that no light would light up when this battery pack was placed in the charger. Support requested a download and the download revealed "battery pack fault" and "battery charger fault" flags. Support sent the patient a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack has been completed. The reported problem was confirmed. The cause of the battery not charging was due to a broken white wire on the cells. The white wire connects the cells to the board. The root cause of the broken wire was a manufacturing assembly error of too much solder on this lead. The wire was replaced. The battery pack was retested and restocked. The assembler who created this battery pack is no longer with lifecor. No adverse event resulted from the faulty battery pack. The patient received a replacement battery pack.